Manufacturer narrative:
Blank display due to corroded battery cap contact and corroded battery tube. Unable to verify weak battery alarm or perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display anomaly. Pump had minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display after several battery changes. Customer's blood glucose was 140 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer was advised that insulin pump would need to be replaced.